Manufacturer narrative:
As of the date of this report, the instrument has not been received for evaluation. Therefore, the root cause of the customer reported event could not be determined. A follow up MDR will be submitted if additional information is received. No image or procedure video was provided for review. System error log review was conducted during the initial support call and found that the customer was able to place the patient side cart (psc) in neutral, was able to move the psc away from the wall, and was able to place the psc in drive to maneuver the psc without issue. Further, there were no cart drive related errors present in the system live logs. There were no observed events in the system logs that would suggest a product issue. This complaint is being reported due to the following conclusion: during transportation of the patient side cart (psc), in between cases, a nurse backed the system up against the operating room (or) wall and got both hands stuck between the or room wall and the psc handle bars; resulting in soft tissue injury. An x-ray of the nurse¿s hands was taken with no report of fracture. The nurse reported having full range of motion with all fingers and both wrists.

Event description:
It was reported after a da vinci-assisted prostatectomy procedure, during transportation of the patient side cart (psc), in between cases, a nurse backed the system up against the operating room (or) wall and got both hands stuck between the or room wall and the psc handle bars; resulting in soft tissue injury. Other staff members were able to help the nurse manually ¿pull off¿ the psc to free her hands. The customer site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report the issue after it had occurred. The tse had customer place the psc in neutral and the customer stated that they were able to move the robot away from the wall to create space to get behind and drive it. The tse then asked the customer to place the psc in drive and customer stated that they were able to drive the system without issue. The tse found no cart drive related errors present in the system live logs. The customer was able to continue to set up for the next case. The da vinci-assisted procedure had completed with no reported injury. There was no report of patient involvement. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information directly from the nurse involved, regarding the reported event: the nurse said they were familiar with the da vinci system and how to move and stow a system, that the system backed with proper audible system tones, and that the system was working and maneuvering as intended. The nurse said that they had used the psc handle bars to maneuver the system but got too close to the wall and got caught. The psc handlebar ¿caught both hands¿; specifically, the nurse¿s ¿left metacarpal¿ and ¿right third and fourth finger¿; which, was confirmed as being the nurse¿s right middle and ring finger. There were no visible cuts or abrasions but there was ¿a little swelling¿ for which ice was applied with no further medical intervention required. The soft tissue ¿swelling went down¿ after a few minutes of the application of ice to the affected areas. As a precaution, an x-ray of the nurse¿s hands was taken with no report of fracture. The nurse was able to move all fingers/ wrist and was still on duty at the time of the call. The nurse reported having full range of motion with all fingers and both wrists. The da vinci-assisted procedure had completed with no reported patient injury as there was no patient involvement during the reported event.